Event description:
The patient reported blood glucose results of "138 mg/dl" with the lifescan meter and "106 mg/dl" on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and test strips, and control solution were replaced.